Event description:
One tcbinf001 device was observed during preparation, priming with the IV set with fluid, to be leaking from the distal y-site location causing air to be drawn into the IV tubing. The preparation of the IV administration set was performed by an nurse practitioner. The device was not used on any patient as the malfunction was observed prior to administration of the IV to the patient. No patient follow up was required or deemed necessary by healthcare provider. No clinical signs, symptoms or conditions were observed. No environmental conditions were attributed to the event.

Manufacturer narrative:
No remedial action was taken. This type of event for leaking is addressed within the tcbinf001 device labeling directions for use state "11. Ensure there is no leakage or blockage." Summary report: complaint (B)(4) was created for this event. The event device was not returned to the company for evaluation. Other tcbinf001 devices from the same lot #24026c101550b were evaluated. A supplier corrective action request, (B)(4), was issued to the contract manufacturer, anhui kangda medical product co., limited on (B)(6) 2025 to investigate. CAPA 25-002 has been opened at truecare biomedix to address the leaking at the y-site issue for the tcbinf001 device. Risk assessment: per fme-004 rev ab, row 190.20.10, gummy port leaks, the occurrence is a 2 and the severity is a 2. The severity of a 2 is considered minor, with potential patient results in temporary injury or impairment not requiring professional medical intervention. Truecare considers these events as a risk class of iii, which is categorized as a minor or non-clinical failure where the failure might reduce customer perception of product quality, having little bearing on the safe or effective use of the product such as temporary procedure delay. This type of event for leaking is addressed within the tcbinf001 device labeling directions for use state "11. Ensure there is no leakage or blockage. Investigation: during CAPA 25-002 investigation performed by r&d at truecare biomedix-USA, (B)(4) tcbinf001 devices from lot 24026c101550b were tested. Lot 24026c101550b is the same lot as the event device. The test results observed that (B)(4) out of the (B)(4) devices were observed to have leaking from the y-site location. Additionally, the devices that failed the test were tested to see if air could be drawn from the distal end of the device from the y-site location that exhibited leaking. No air was able to be drawn from the leaky y-site location for any of these (B)(4) units. A third test was performed to pressurize each of the failed devices with air and place the y-site under water to visual observed if any air could escape the device through the y-site. No failures were observed. Testing and observations performed by contract manufacturer, anhui kangda medical product co., limited: 1. The batch number of the y-sites used in the 24026c101550b lot is lot #20240316500. There are no remaining component quantities of lot 20240316500. Where used: the y-site component lot #20240316500 was used in finished goods lots #24026c101550a, 24026c101550b, and 24026c101550c. 2. In production, 100% of the devices are testing in an in-process leakage detection test which is performed using +50 kpa of air and held to monitor any signs of leakage through the fluid path of the device. The leakage issue was not identified during this testing performed on these lots. 3. All 15 retained samples of lot 24026c101550b were tested again using the 50kpa air leakage test. No leakage failures were observed. 4. A total of 600 "y-site" subassembly components from another lot, not lot 20240316500, were sampled and tested (200 units/day over 3 days), with no leakage failures detected. 5. A 3 day study was conducted on the "y-site" manufacturing assembly process which includes the assembly of the y-site base (abs) and injection site (rubber) and the heat-sealing process to fix the injection site into the y-site base. Based on an analysis of the observations and test results, the root cause of "leaking from the distal y-site" is that when the injection site rubber disc is thinner, on the lower end of the tolerance for thickness of the disc, there could be insufficient engagement between the y-site base (abs) and injection site (rubber) resulting during the heat sealing process, but enough engagement to pass the +50 kpa air leakage test. Corrective actions at contract manufacturer: 1. Updating the injection site dimensional thicknesses requirement for the rubber component to a adopt positive tolerance only. 2. Improve the "y-site" assembly equipment to increase the engagement between the y[?]site base (abs) and injection site (rubber) during heat sealing. 3. Upgrade the leak detection equipment by replacing the original glass water storage bottles with acrylic ones. 4. Implement air leakage testing using air pressure significantly higher than standard specifications (standard requirement +50 kpa, propose to use 80 to 90 kpa) to ensure no leakage occurs at any connection points during infusion set usage if higher pressure provides better leak detection of this defect condition. Implementation of corrective actions at the contract manufacturer to be completed by 04-15-2025.